Manufacturer narrative:
The batch record review for radiesse (+), lot: a00154780, contains nonconformance reports or corrective/preventive actions related to this lot, but none that would have contributed to this event. During batch record review it was determined this lot had ncr #mna-ncr-2900 associated with it. It was determined that this ncr did not contribute to the reported complaint issue as it did not impact final product quality due to confirming this lot met the minimum f0 value for sterilization and passed all final quality testing criteria. A lot search in the global safety database was conducted on the reported lot (batch: a00154780) and no similar events were noted. Assessment by merz: the event occurred in compatible temporal and local relationship with the reaction extending beyond the injection site. Anaphylactic reaction (serious) is expected based on the EU instructions for use (IFU) leaflet of radiesse (+) and can occur after treatment with radiesse (+). Off label use of device is coded for formal reasons only. An injection into perioral area is no approved indication for radiesse (+) based on the EU IFU leaflet of radiesse (+). According to the IFU, radiesse (+) is contraindicated in persons with severe allergies manifested by a history of anaphylaxis or history or presence of multiple severe allergies and it is not to be used in persons with known hypersensitivity to any of the components. However, the patient reported no allergies and had previous treatments with no issues to lidocaine. The reported swelling is considered to be a symptom of the suspected anaphylactic reaction and was therefore not coded. In this case, the anaphylactic reaction is suspected, however, final confirmation as well as further details on specific treatment during emergency room visit are pending. Although the physician considered the treatment to be necessary to only accelerate the recovery, this case is conservatively classified worst case pending further treatment details. Causality for the event is assessed as probably related to the treatment with radiesse (+) based on close compatible and local relationship. This case is serious with the serious event anaphylactic reaction because treatment was deemed necessary to prevent a permanent damage.

Event description:
Case description: this spontaneous report was received from a dutch physician and concerns a female patient. The patient was injected with a total of 1.5 ml of radiesse (+) into the peri oral lines (also reported as smokers lines) around the mouth (off label use of device), on (B)(6) 2026 at 11:00 hours. Batch number was reported as a00154780 (expiry date: 25-feb-2026). The batch record review was received and the lot number for radiesse (+) was confirmed as a00154780 (expiry date: 25-feb-2026). A lot search in the global safety database was conducted. Radiesse (+) was undiluted, and 0.5 ml was injected per side into the upper lip area, and 0.25 per side into the lower lip area. The injection was deep dermal. A retrograde injection technique, 25 g 50 mm cannula and a 23 g guiding needle were used. The face was cleaned with hibicet prior to the procedure. The entry point was not anesthetized with lidocaine. Instead, the physician used cryotherapy, cooled the area with a cold pack to numb the skin before they created the entry point. The patient has never had any previous issues or adverse reactions to lidocaine. Known allergies, including to anesthetics, and past cosmetic treatments were reported as none. The patient had depression and used the antidepressant venlafaxine. The patient did not smoke. The treatment was uneventful, with no complications observed during the procedure. No malfunctions or device deficiencies occurred during treatment. On (B)(6) 2026, approximately four hours after the radiesse (+) injection, the patient experienced a suspected anaphylactic reaction. She had diffuse facial swelling, which began with the lips and gradually extended across the face. There was no facial pain, bruising or redness. The physician believed it was an anaphylactic reaction. The patient was referred to the emergency department, where she received unspecified treatment. The treating hospital did not confirm the anaphylactic reaction diagnosis. The physician recommended a five-day course of oral prednisone, but the patient declined additional medication. The patient made a full recovery since. The outcome of the event was reported as resolved, on (B)(6) 2026. In the opinion of the reporter, the event was related to radiesse (+), the event was related to both radiesse (+) and the injection procedure, the treatment was necessary to accelerate recovery and decrease swelling, and the physician should not have used radiesse (+) around the mouth.